Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 4, 2020.

Manufacturer narrative:
This report is submitted on october 27, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown) which was treated with a medication (type of medication unknown). The patient was hospitalised and the device was explanted (date unknown). The patient was reimplanted with a new device during the same surgery.